Manufacturer narrative:
(B)(4). Investigation summary: the event unit and a photograph were returned for evaluation. Upon inspection, engineering confirmed the latis pad was detached from the jaws. Upon further inspection, the remaining material on the jaw was even across the surface, indicating the adhesive was applied uniformly during manufacturing. The exact cause of the pad detachment is unknown; however, it may have been due to excessive force during surgical use. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Dr (B)(6) - lap hysterectomy - "whilst utilising grasper during procedure, one of the blue soft cushion tips came off approximately 5-10 minutes into the procedure - in the patient abdomen - was retrieved and second grasper insert opened and utilised during case with no issue." Intervention - "retrieved cushion tip out of patient abdomen." Patient status - "fine."